Event description:
International affiliate reports that pt experienced an aortic anastomotis rupture seven days following heart-lung transplant. Pt haemorraged, lapsed into cardiac arrest and subsequently expired.